Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's ins never helped with the patient's symptoms even after multiple programming adjustments. Additionally it was reported that the patient has been ill and lost "a lot of weight." The caller did not know if this was related to the ins, but stated that it occurred in the same time frame and was gradual. Finally the consumer reported that the patient had pain, specifically in the lower back. Again the caller did not know if the pain was related to the ins and that the patient had a CT scan for the pain which did not show anything. The consumer stated that no one wants to remove the ins and the implanting physician does not come to the hospital that the patient is currently at. The caller stated that "they cannot do an MRI" and was advised that the system needs to be removed for an MRI to be done. The caller was advised to follow-up with the patient's implant ing physician for referrals to discuss removing the ins. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.